Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with symptoms of unstable angina and was subsequently referred for cardiac catheterization. On the same day, index procedure and coronary angiography were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 25mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of 3.00x28mm promus element&#10256;plus drug-eluting study stent. Following post dilatation, residual stenosis was 0%. Six days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired. The primary cause of death was ischemic heart disease and other contributing factors of death were chronic kidney disease and hypertension.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient did not die from kidney disease and the patient's kidney functions were mild at best. Autopsy was not performed. Cec adjudicated the event as a cardiac death with possible stent thrombosis.